Event description:
It was reported that a pump declared alarm 20 while pumping. There was no reported impact to the customer¿s blood glucose level. The pump was out of warranty, and no replacement was provided, so the user was advised to use a new spare pump.